Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1274 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer was admitted to the hospital on (B)(6) 2018 between 10:00 am and 11:00 am due to high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer advised they were placed on insulin drip. The insulin pump will not be returned for analysis.